Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx0605 showed one other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2018 the PICC was placed in patient through the right elbow with ultrasound. After the successful puncture of the needle under ultrasound and the insertion of the guidewire using the seldinger technique, it was reported the nurse found the needle could not be removed from the end of the guidewire. After careful observation, she found there was an induration at the end of the guide wire (the harder end). The needle was pulled out after several attempts. After applying a local anesthetic, the puncture sheath could not be inserted through the insufflated guide wire. Rubbing the induration with gauze yielded no results. The nurse unpacked a new seldinger set to implant the catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one straight guidewire. The sample was received inlaid through a microintroducer vessel dilator. Multiple bends were observed along the length of the wire. Blood residue was evident on the wire. The distal tip of the guidewire appeared to be barbed. Both weld tips were present and intact. Tactile inspection of the sample confirmed a barb near the distal tip. The core wire was intact. Microscopic inspection of the distal end of the sample confirmed coil deformation. The distal most coils were dislocated. The grind pattern on the dislocated coils appeared unremarkable, suggesting that the dislocation occurred following that portion of the manufacturing process. A region of increased luster and mechanical damage was observed along the proximal edge of the distal most coil. The wire was inlaid through the vessel dilator, suggesting that it had previously been inserted through the introducer needle. The observed coil damage would likely have prevented wire insertion through the needle, which suggested that coil damage occurred between insertion through the needle shaft and advancement of the dilator. The mechanical damage and increases luster suggested that coil deformation may have been caused by contact with a hard sharp surface such as the proximal edge of the introducer needle bevel. The product IFU states ¿caution: if the guidewire must be withdrawn while the is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of rebx0605 showed one other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2018 the PICC was placed in patient through the right elbow with ultrasound. After the successful puncture of the needle under ultrasound and the insertion of the guidewire using the seldinger technique, it was reported the nurse found the needle could not be removed from the end of the guidewire. After careful observation, she found there was an induration at the end of the guide wire (the harder end). The needle was pulled out after several attempts. After applying a local anesthetic, the puncture sheath could not be inserted through the insufflated guide wire. Rubbing the induration with gauze yielded no results. The nurse unpacked a new seldinger set to implant the catheter.